Manufacturer narrative:
The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore no analysis or testing has been done. No additional information has been reported to allergan regarding the serial number. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage form the band, the port of the connector tubing."

Event description:
Healthcare professional reported a lap-band port with a "leak," that "has slipped and is causing gastric obstruction, "first noticed when less saline could be withdrawn from the device than had previously been injected. The lap-band port was explanted and replaced.